Manufacturer narrative:
According to the provided information, the current situation reflects an off-label use, i.e. Contraindicated use as described in zimmer's instruction for use since a competitor stem (braun) was involved. The manufacturer did not receive explanted devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to the fact that this is a legal claim, our legal department has been provided with the available facts form the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information become available an updated report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that patient's stem prosthesis fractured on (B)(6) 2015 while cleaning a table. Ap x-ray dated (B)(6) 2015 showed the femoral stem was broken at the neck region. Because of the high brightness of the image it was not possible to comment further. Doctor report dated (B)(6) 2015 stated that the old implants were replaced by wagner revision stem 16, press-fit-cup durasul 36 and biolox ceramic head 36. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. The cause for the revision surgery was found to be the broken stem, no primary involvement of the zimmer products were mentioned in the report or could be seen in the received x-ray. Based on the given information and the results of the investigation, we could identify a root cause for this issue. Zimmer shell, head and insert were combined with competitors' product ((B)(6) femoral stem). Therefore, we consider off-label use as a root cause. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul head 32 12/14 m on (B)(6) 2006 on the left side. A revision surgery was performed on (B)(6) 2015 due to breakage of the stem (competitor device).